Event description:
Clinical trial. Same pt as MFR# 6000089-2007-00379. It was reported that post index procedure, the pt had a target vessel revascularization. The index procedure treated a de novo lesion in the proximal left anterior descending artery (lad). The lesion was 2 mm wide, 6 mm long, and 100% stenosed. The physician predilated the lesion prior to placing a 2.5 x 20 express stent as well as a 2.5 x 16 mm express stent. The pt rec'd heparin, gpiib/iiia inhibitors, aspirin, and plavix during the index procedure. Residual stenosis was 0%. The patient was discharged 9 days later on aspirin and plavix. On day 209, the pt presented with angina. The pt underwent an angiogram, which revealed in-stent restenosis. The pt underwent balloon dilatation. In the opinion of the physician, there was a probable relationship between the express stent and the tvr.

Manufacturer narrative:
The model-express2 monorail 16mm x 2.5mm unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. All units shipped for top assembly batch # 7866207 met the material, assembly and product specifications at the time of release to distribution. The root cause cannot be determined.